Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver (cg) contacted baxter's technical service center regarding a leak that occurred during therapy on the homechoice (hc) unit. The cg stated that the heater bag was dripping. The cg requested to end therapy to reset up again. The tsr assisted the cg to end therapy and further assisted with reset up with new supplies. There was no patient injury or medical intervention reported.